Event description:
Surgeon positioned the screw by using appropriate positioner (5.5 awl-dilator) on the bone and the tip broke. The surgeon commented that the bone was not particularly hard.

Manufacturer narrative:
Evaluation of the returned device confirmed the anchor is broken at the suture eyelet and the inserter tines are bent. The remaining portions of the anchor was inspected dimensionally and found to meet the print specification. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and no abnormalities were reported with this product during manufacture, all components passed all manufacturing and quality verifications. Based on the evidence provided and the isolated nature of this occurrence, no root cause related to the manufacture of the device can be established. (B)(4).

Manufacturer narrative:
(B)(4).